Event description:
It was reported that the patient's heart monitor device battery depleted after less than two years of use. The device was explanted and not replaced and the patient withdrew from the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.